Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown accolade stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Revision right total hip. Exchange liner and head. Surgeon documented tissue and trunion debris.

Manufacturer narrative:
An event regarding corrosion resulting in metallosis involving an accolade tmzf hip stem #4 was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection could not be performed as no products were returned. Examination of photographs of the explanted head, liner, screws and trunion debris was inconclusive. -medical records received and evaluation: an isolated elevation of serum cobalt levels after bilateral total hip arthroplasties is not alone diagnostic of altr. Corrosion product are commonly seen within the head/trunion junction in hips explored for other causes such as infection or instability and are not routinely associated with clinical symptoms. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as histopathology reports and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision right total hip. Exchange liner and head. Surgeon documented tissue and trunion debris.